Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough analysis of the programmer was performed. The programmer started up with a black screen and an error code. Components of the internal circuitry were found shorted causing the internal black screen. Another part of the internal circuitry was found cracked. However, there was no outward evidence of mishandling. After field level software recovery and replacement of shorted and burnt parts of the internal circuitry, the programmer then passed all functional incoming tests.